Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery that was mildly calcified and 90% stenosed. After deploying a stent, during stent post-dilatation, the nc trek ruptured during the first inflation at 12 atmospheres. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.